Event description:
It was reported that an asymptomatic patient presented on (B)(6) 2021 with no capture or sensing on their right ventricular lead. It was also noted that the lead's impedance was high and out of range. Fluoroscopy was performed on (B)(6) 2021, which revealed that the lead had dislodged. The lead was explanted and replaced without further consequences. The patient was stable throughout.